Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead failed to be implanted. The lv lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.

Event description:
Additional information received indicated that the lead was failed to be inserted into the blood vessel due to the patient's anatomy.

Manufacturer narrative:
The reported event was the lead was failed to be inserted. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.